Event description:
It was reported that after updating to d.00 software, the cardiosave intra-aortic balloon pump (iabp) signaled battery maintenance was required. The customer did not remember how to perform the required battery maintenance and requested technical assistance. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6(impact code). Updated data: b4, e1(initial reporter), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
Additional information: e1(event site telephone:, event site postal code: (B)(6)), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that cardiosave intra-aortic balloon pump (iabp) shows battery maintenance. The appliance signals a battery maintenance alarm. A getinge field service engineer (fse) verified fault and remarked as the device signals battery maintenance required in compartments 1 and 2. After adjustments, fse gave instructions for carrying out battery maintenance to hospital staff. The healthcare worker did not remember how to perform the battery maintenance required in the new software. The batteries were not defective, it was only necessary to carry out the maintenance required for the healthcare worker by the new software. Repair finished, the fault did not cause harm to patients or operators or delays in the procedures, evidence of regular operation. No patient involvement.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit signals a battery maintenance alarm. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.